Event description:
Customer alleges, he is getting 0400 intermittently, veers and stops. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model xxx serial number/date code (B)(4) is approximately 4 years and 3 months of age. The user manual was issued with this device. The user manual is also found on-line at invacare.com. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the (B)(4) is intermittently veering and stopping.